Event description:
It was reported that an e360 ventilator had an oxygen sensor issue. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and replaced the oxygen sensor and cleaned the exhaust valve. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no patient involvement at the time of the event.